Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to intermittent capture on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.